Event description:
It was reported the customer had a no delivery alarm. Customer also stated two of their reservoirs failed during a manual prime. The customer's blood glucose was unknown at the time of the call. Customer also reported the no delivery alarm was resolved by a reservoir change. Customer will be returning their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.